Event description:
Dr. Removed two distal locking screws in a tibial rod he put in several months ago.

Manufacturer narrative:
Device will not be returned for evaluation. If the device or additional information becomes available it will be reported on a supplemental report. Device will not be returned.

Manufacturer narrative:
Evaluation summary: no product was returned. As reported the hospital did not release any documents that could have led to further conclusions. Manufacturing documents did not reveal any deficiency of the device. The reported information did not allege any deficiency in the identity, quality, reliability, safety, effectiveness or performance of the device.

Event description:
Dr. Removed two distal locking screws in a tibial rod he put in several months ago.